Manufacturer narrative:
A medtronic representative went to the facility to test the equipment. Analysis found that the reported issue could not be replicated. The navigation system then passed a system checkout and was found to be fully functional. The patient logs and archives have been received by the manufacturer for review. However, results of the evaluation are not available at time of filing. Concomitant medical products: product ID: 29631, serial/lot #: (B)(4). Product ID: 9735737, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system and automated trajectory guidance unit being used for an electrode and probe placement procedure. It was reported that an imprecision was observed when placing a catheter for a subsequent ablation procedure. It was reported that the trajectory plan was conducted and patient registration was performed with tracer methodology, noting that anatomical landmarks were added. A passive cranial reference frame was placed with accuracy confirmed with known anatomical landmarks. The burr hold was then made and the bolts and catheter were replaced with the automated trajectory guidance unit. After placement of the catheter, magnetic resonance imaging (MRI) found that the catheter was five millimeters inaccurate parallel to the plan from entry point to target. The surgeon opted to continue with the ablation procedure despite the catheter placement. There was no reported delay to the procedure due to this issue. There was no reported impact on patient outcome.

Manufacturer narrative:
Concomitant medical products information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 1.2.0. The software team investigated the reported issue and found that once they reviewed the logs and archive, they suspect that there was frame movement causing the issue. After reviewing the logs they found insufficient information that the software caused the reported issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.